Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was vibrating throughout their entire body. The patient reported that they can feel it especially in their lower back and side. The patient's healthcare professional (hcp) turned off the pump 3-4 weeks prior to the report. The patient reported that it vibrated the fluids out of them. The patient reported that their feet are tingling so much they can't put them on the floor. The patient had throbbing in their lower back, and they reported that the vibrating hits nerves and goes throughout the whole body. The patient reported they "haven't slept in 3/4 weeks," have tingling all over, and it as them "paralyzed," almost. The patient went to the ER on the morning of (B)(6) 2019 and the ER doctor confirmed they felt the pump vibrating. The patient reported that this had been going on since they put in the new pump. No further complications were anticipated/reported. Additional information was received from the healthcare provider indicated that the cause of the pump vibrating was unknown. It was noted that the vibration could not be externally palpated. It was reported that the pump was turned off and surgery was planned for its removal on (B)(6) 2019. No further complications have been reported.